Manufacturer narrative:
E1: (B)(6). H3/h6: neither samples nor photos were provided for analysis. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined."

Event description:
It was reported that the reservoir had air entry. Per reporter, the event occurred during preparation, and the product was used in accordance with the instructions for use. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg 11/13/2024. One device was received for evaluation. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.